Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 26 mmol/l (468 mg/dl) while wearing the pod on their arm between 25 and 36 hours. The patient¿s legal guardian reported that the pod adhesive separated from the patient¿s arm, resulting in a dislodged cannula. The patient was reported to feel slight moisture/perspiration. Upon removal, there was a tiny crack noted on the pod. The patient¿s high bg level was treated with manual injections. A new pod was applied. There was no medical assistance required.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdownomnipod software app version: 3.1.6operating system: n5004l-am-q-mv01602-06-01.06hardware: n5004lcgm sensor type: data not availableplease note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.